Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was above 500 mg/dl. Caller stated that the insulin pump has absence of no delivery alarm. Unit does not alarm no delivery and no insulin comes out. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.